Event description:
User alleges that they assembled the set and started the infusion on a heavily bleeding pt. When they used the clamp, to slow down the infusion, there was severe blood leakage from bond joint on the heat exchange disposable and down the fast flow fluid warmer unit.